Manufacturer narrative:
The field service engineer (fse) confirmed that the leak was from the vacuum isolator chamber (vc1) overflowing. He replaced the vc1 that was clogged and tubing connected to it to resolve the leak and vacuum errors. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that 20 cc of diluent leaked from the coulter act diff 2 analyzer while running startup and the instrument generated a vacuum error. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.